Event description:
Boston scientific crm received information that during a recent device change out for normal battery depletion, a non boston scientific sales representative (sr) noted that post explant the device header appeared to be loose from the device body. No report of any therapy lost as a result. The device was explanted and successfully replaced without incident. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the pacemaker has not been returned. If this pacemaker should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.